Event description:
It was reported that device entrapment and balloon detachment occurred. The target lesion was located in a coronary artery. A 5.00 x 24mm synergy megatron drug-eluting stent was advanced for treatment and deployed without difficulty. During withdrawal, as the balloon was pulled back into the guide, it became stuck in the distal guide. As the physician began to pull the device out, the balloon was separated from the delivery shaft, remaining in the guide catheter. A trapping balloon was used to secure the dislodged balloon in the guide catheter, and the guide catheter was successfully removed along with the dislodged balloon. There were no patient complications while removing the dislodge balloon and the case was completed with success. Patient was fully recovered. It was further reported that the balloon was deflated prior to the initial attempt to withdraw the device was about 2-3 seconds and was fully deployed/expanded during stent deployment.

Event description:
It was reported that device entrapment and balloon detachment occurred. The target lesion was located in a coronary artery. A 5.00 x 24mm synergy megatron drug-eluting stent was advanced for treatment and deployed without difficulty. During withdrawal, as the balloon was pulled back into the guide, it became stuck in the distal guide. As the physician began to pull the device out, the balloon was separated from the delivery shaft, remaining in the guide catheter. A trapping balloon was used to secure the dislodged balloon in the guide catheter, and the guide catheter was successfully removed along with the dislodged balloon. There were no patient complications while removing the dislodge balloon and the case was completed with success. Patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR. : a synergy megatron mr us 5.00 x 24mm stent delivery system (sds) was returned for analysis. Visual and tactile inspection revealed multiple kinks along the hypotube shaft. A break was identified in the midshaft, 5mm from the port exchange. The midshaft was also stretched along the lasercut section to the break point. The balloon was subjected to positive pressure however no tears or damages were visible. The inner lumen was stretched and accordioned, 64mm from the distal tip of the device. Further stretching was noted on the shaft polymer extrusion just distal to the port exchange. Bumper tip showed no signs of distal tip damage.

Event description:
It was reported that device entrapment and balloon detachment occurred. The target lesion was located in a coronary artery. A 5.00 x 24mm synergy megatron drug-eluting stent was advanced for treatment and deployed without difficulty. During withdrawal, as the balloon was pulled back into the guide, it became stuck in the distal guide. As the physician began to pull the device out, the balloon was separated from the delivery shaft, remaining in the guide catheter. A trapping balloon was used to secure the dislodged balloon in the guide catheter, and the guide catheter was successfully removed along with the dislodged balloon. There were no patient complications while removing the dislodge balloon and the case was completed with success. Patient was fully recovered. It was further reported that the balloon was deflated prior to the initial attempt to withdraw the device was about 2-3 seconds and was fully deployed/expanded during stent deployment.